Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapy of this implantable cardioverter defibrillator (ICD) was programmed off for an unknown reason. Attempts at acquiring additional information have been unsuccessful. This product remains implanted and in service. No adverse patient effects were reported.